Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered moisture inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. While attempting to use the cycler following the leak, the patient received a supply bag lines are blocked alarm during dwell one of five of the patient¿s treatment. Upon notifying a technical representative of the leak, the patient was advised to discontinue use of the cycler and to notify their pd nurse of the event. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The cycler underwent system air leak and voltage testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.